Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated she had 3 events in which there were sensor reading discrepancies and her blood glucose as high. The customer indicated that her blood glucose level was 450 mg/dl at the time of the first incident, which she treated with the insulin pump. Troubleshooting was not performed. The device will not be returned for analysis.